Event description:
Caller said the patient has a st jude medical spinal cord stimulator that is off and hasn't worked for years. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).